Event description:
It was reported a patient presented remotely and their implantable cardioverter defibrillator (ICD) had post-sensed t-wave oversensing (pstwos). No changes were reported. There were no patient consequences.